Manufacturer narrative:
Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis.  Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g., systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  Investigation results are inconclusive, as relative patient information was not provided, so the exact cause of the thrombosis is unknown. However, it could be related to the mechanisms described above. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Event description:
As reported by our affiliates in (B)(4), the patient received a 29mm sapien 3 valve which was successfully implanted with no gradients and no pvl. The procedure was supported by a claret system (cerebral protection device). Approximately 5 months later, the patient was readmitted due to symptoms. There was a valve gradient of >100mmhg which could only be reduced to 88mmhg by medication. Eoa measured 0.9cm2. There were no signs of endocarditis, however, a thrombus-like structures were seen with echo. Therefore it was decided to operate on the patient. The sapien 3 valve was explanted for microbiology testing. A trifecta surgical valve was implanted with initially good results. However, the next day the gradient increased dramatically and the patient died.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.